Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited out of range pace impedances on the left ventricular (lv) lead. The impedances were greater than 2500 ohms. Loss of capture was also observed. Reprogramming was performed which resolved the observations and the patient is being monitored. The products remain in service. The lv lead is a competitor's product. No adverse patient effects were reported.